Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the cause was unknown. Hcp admitted the patient and planned to put her on antibiotics and have her existing lead removed; rep did not know the dates for this plan. Issue is resolved. Customer has explanted battery and is supposed to notify rep when to pick up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a manufacturer representative. Regarding a patient, who was implanted with an implantable neurostimulator (ins). It was reported, that during, the preparation for the replacement of an implantable neurostimulator (ins). Pus was observed, at the pocket site of the exiting ins. The patient was subsequently, admitted to the hospital and administered antibiotics, due to the presence of pus. The replacement procedure was not conducted, due to the discovery of pus. The wound was packed. And the patient was admitted for further treatment. [See related/omitted information in pe (B)(4) error].